Event description:
The surgeon implanted a cut portion of the dynamic mesh 54-00346 and two bur hole covers 53-05514 and 53-05520. Upon secondary surgery for swelling, the surgeon noticed a granulation of tissue under the mesh. He removed all mesh and plates for a washout of the infected area. The original surgery took place about two months ago.

Manufacturer narrative:
Product not returned for analysis. Internal investigation in process.